Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that log files were sent for evaluation and low flow events were recorded. The event log file captured low flow alarm events on 09jan2025. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The low flow events may have been due to a patient related issue. It was noted that the patient was experiencing hypovolemia and was likely septic. The patient was asymptomatic at the time of the low flow events. The patients' vital signs were not within normal limits; however, no further details were not able to be provided. The cause of the low flows was determined to be hypovolemia. The site was unable to provide information on whether the alarms resolved and what troubleshooting took place.

Manufacturer narrative:
A3a: sex was requested but not provided. Manufacturer's investigation conclusion: a specific cause for the patient's sepsis could not conclusively be determined through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined, stated they were due to hypovolemia. Additionally, a direct correlation between heartmate (hm)3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 07jan2025 through 09jan2025. Low flow hazard alarms were captured on 09jan2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on hm3 lvas serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including sepsis, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the low flows had resolved for now.